Event description:
It was reported that the patient received an inappropriate shock due to inappropriately classifying the rhythm as a ventricular tachycardia (vt), and the right ventricular (rv) lead exhibited undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.